Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Upon review, the implantable cardiac monitor showed false pause episodes due to under-sensing. No intervention was performed. Patient remained asymptomatic throughout the event.

Event description:
New information noted that the implantable cardiac monitor has continued under-sensing with the device set at its most sensitive settings.

Event description:
New information noted that the implantable cardiac monitor was explanted and upgraded. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of no sensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.